Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date. Updated fields: d8, h2, h4, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the autoclavable camera head had loose head. This issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.